Event description:
It was reported that the patient experienced an infection. The right ventricular (rv) -his lead and the competitor transvenous implantable pulse generator (ipg) system was explanted and replaced. It was noted that a leadless implantable pulse generator (ipg) was implanted approximately five days prior to the transvenous ipg explant. The infection type or source was unknown but appeared to be isolated to pocket per the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: mc2avr1 leadless ipg, implanted (B)(6) 2026; 3222 ipg, implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the infection was not believed to be related to the leadless ipg.